Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 pocket a3 had failed that could not be recovered and required maintenance. The field service engineer (fse) troubleshooted the issue with the full-height drawer 3 cubie that failed to release, identified a broken lid on cubie a3, released the cubie manually, replaced it with a new cubie, and successfully tested the operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3 pocket a3 could not be recovered. An error message require maintenance was displayed. Customer rebooted the pyxis; however, the issue persisted and the drawer could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.